Manufacturer narrative:
The t:flex pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) greater than 600 mg/dl resulting in hospitalization. Tandem technical support reviewed pump history and found that the customer purposely stopped insulin delivery for four hours prior to the hospitalization, and that the customer did not deliver any boluses via the pump the day of the hospitalization. The contact acknowledged these actions resulted in the elevated bg and subsequent hospitalization. Customer was treated with intravenously insulin and manual injections. Customer was released from the hospital the following day with no permanent damage.